Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to sintering of the screw. The surgeon suspects a failure of the core-lock function for angular stability of the screws.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted with ann humerus nail on an unknown date, after the surgery sintering of the screw was observed. The surgeon suspects a failure of the core-lock function for angular stability of the screws. Hence, the product was explanted on (B)(6) 2020. Moreover the information has been received, that the implants would have been implanted too laterally. Review of received data: no medical data relevant to the case has been received. Due diligence: further due diligence to support the conclusion was completed and documented. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Conclusion: it was reported that patient was implanted with ann humerus nail on an unknown date, after the surgery sintering of the screw was observed. The surgeon suspects a failure of the core-lock function for angular stability of the screws. Hence, the product was explanted on (B)(6) 2020. Moreover the information has been received, that the implants would have been implanted too laterally. Neither x-rays, operative notes, office visit notes, nor the explants or photos of the explants were received; therefore the condition of the component is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to the unavailability of any x-rays, the implant positioning cannot be assessed. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.